Event description:
It was reported that (1) device was about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512hn instrument was opened and found that the seal area was cut off. So it was not used and another trocar was used to complete the case. There was no consequence to the pt.